Event description:
The pace/sense portion of this lead was capped and replaced with and OEM lead. It was reported there was a "malfunction" of the lead. There were no adverse patient events reported. The shock portion of this lead remains active. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). - we were informed the rv lead was capped as subject went to hospital with acute exacerbation of chf with ef dropped to 20%. EKG showed right bundle branch block with qrs > 150. The patient code has been corrected.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.